Event description:
Reviewed presenting egm which showed atrial under-sensing. Pwaves are 0.1mv and device is programmed ra sensitivity of 0.15mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).